Event description:
It was recently reported that the pt had surgery to reposition his internal device. The surgery was performed to enable the pt to wear his external equipment. The pt has been wearing a headband to hold the external processor in place. The pt is being monitored.